Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a removal of an un-cemented acetabular cup , the surgeon pulled the attachment out before the cup was fully out and the ezout blade broke. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully with manual tools.

Manufacturer narrative:
The reported event, for blade breakage, was confirmed on receipt of the blade. A device history review(DHR) review was not possible in this event as the lot number was reported as unknown. The returned blade was evaluated by the product subject matter expert where from the analysis carried out the blade fractured as a result of the surgeon removing the system from the surgical site quickly, therefore as stated by the rep ¿it was the removal that broke it, not the cutting¿. The instructions for use (IFU) for the ezout acetabular cup removal system (B)(4) include warnings under the section ¿to operate the handpiece¿ that outline the user is not apply excessive pressure in the form of bending, prying or excessive twisting, which may result in the bend or fracture of the blade or attachment. The IFU also contains a warning to always keep the device in line with the implanted cup axis and engaged with the plug while cutting.

Event description:
It was reported that during a removal of an un-cemented acetabular cup, the surgeon pulled the attachment out before the cup was fully out and the ezout blade broke. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully with manual tools.